Manufacturer narrative:
The catalog number and lot code information was not provided. The device was reported as an unknown adm poly insert. Additionally, an unknown mdm 48 g liner and an unknown 28 +0 head were reported. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient had an infection and the right hip was revised.